Event description:
It was reported that during cleaning, an as/3 monitor mounted on a ceiling mount bracket broke away from the bracket and fell to the ground. The actual base of the f-cu8 case broke around the brass inserts that secure the bracket to the monitor. The monitor has been removed from service for evaluation. No staff or patient injury was reported in this incident. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Manufacturer narrative:
The device manufacture date is unknown. The device was shipped on (B)(4)1993.